Event description:
It was reported that bd eva-ai3-sm3 needle precision glide 18x1-1/2in contained foreign matter. Batch: 3118861, quantity: (B)(4), nf: 1039693, reason: 1 dirt or foreign body in the needle. Batch: 3264352, quantity: (B)(4), nf: 1067682, reason: 1 extension in the protective cover piercing the packaging. Additional information received on 01/02/2026. For batch: 3118861: could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only the company. Is the sample related to this incident available for analysis? If yes please answer the below questions, a: yes. For batch: 3264352: could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only the company. Is the sample related to this incident available for analysis? If yes please answer the below questions, a: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
An analysis of the device history record (DHR) was conducted, along with a review of associated quality notifications; no records previously related to this type of defect were identified. Regarding the occurrence of foreign matter, the samples and photographs provided by the customer were evaluated, thereby confirming the reported incident. During the analysis, the following conditions were observed: presence of debris on the needle; the evidence indicates that these conditions may be related to stages of the production process, specifically the assembly and packaging phases. Accordingly, bd confirms and reproduces the complaint based on the analyzed samples. The production process incorporates a quantitative inspection routine based on statistical criteria, aimed at ensuring the quality and release of materials. Additionally, the needles undergo visual and functional inspections designed to identify and contain potential defects prior to market release. It should be noted that no deviations were identified during the production of the evaluated lot. Given that the process involves manual steps and requires operational diligence, the personnel involved will receive formal guidance via memo no. 21251022, focusing on reinforcing good assembly and handling practices. Furthermore, as this constitutes the first complaint recorded for this lot¿and as it does not exceed the limit established by the acceptable quality level (aql)¿the event will be monitored for trends in order to identify any potential recurrence and ensure the maintenance of quality standards.

Event description:
No additional information provided.